Event description:
A customer reported that their pump declared an altitude alarm. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer's insulin was initially suspended due to the altitude alarm, but after following technical support's instructions to clean the speaker holes and reconnect the cartridge, the pump resumed normal operation without further alarms. Additionally, technical support provided tips to prevent altitude alarms in the future, which the customer acknowledged.